Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing dysphagia shortly after implant. This dysphagia had continued and required a reduction in settings to treat. This provided some improvement in swallowing. The dysphagia had returned after 2 weeks however. It was later reported that the patient had a seizure in which resulted in the patient aspirating and being hospitalized. An x-ray was requested along with an updated session report. No other relevant information has been received to date.

Event description:
Physician provided an assessment to the cause of the dysphagia & aspiration. The physician noted that the dysphagia was due to vns stimulation (which resolved with a settings change). The aspiration event is noted to be secondary to dysphagia (caused by vns stim). Diagnostics are noted to be okay. No other relevant information has been received to date.